Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. The fsr replaced the defective inspiratory block and calibrated the ventilator. Fsr performed ovp (operational verification procedure) and the ventilator passed all test per bellavista service manual. No root cause has been determined at this time, since the investigation is still ongoing.vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 us was set to 100% fraction of inspired oxygen (fio2); however the ventilator displayed that the fio2 dropped to 40%. The issue occurred during patient use and led to desaturation. At this time, there is no information regarding remedial action taken by the healthcare facility.

Manufacturer narrative:
Results of investigation: vyaire medical determined the root cause as due to defective o2 pressure regulator. Most likely restriction of the p2 regulator hole caused by injection molding deburrs during manufacturing. Vyaire medical initiated inspiration block 030.200.050 replacement.